Event description:
It is reported by patient that he had both hips replaced, his right hip does not feel as good as his left hip. The right hip has only one screw in the durom cup. No further information provided by complainant. Status of revision is unknown.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. Since only spare information is available, it is not clear if a zimmer product is involved in this case. No investigation is possible since the manufacturer did not receive explanted devices, x-rays, or other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).